Manufacturer narrative:
Device power up properly after battery installation. No blank display noted. Device was received with normal operating currents and passed self-test, a21 error test. No unexpected off no power, low battery, battery out limit or failed battery test alarms during testing. However, a test reservoir was installed and did not lock in place due to completely broken reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. The customer received replace battery alarm and changed the batteries 4 times but nothing happened. The customer reported that the battery cap was not damaged. Troubleshooting was performed but the display did not returned after restart. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.